Manufacturer narrative:
D3: manufacturer address 1: (B)(6). D3: manufacturer zip/postal code: (B)(6). G1: MFR site address 1: (B)(6). G1: MFR site zip/post code: (B)(6).

Event description:
(B)(4) trial. It was reported that nausea occurred requiring prescription medication. On (B)(6)2024, the subject received a third administration of study treatment, therasphere. Pre-treatment (macro aggregated albumin) maa imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was (B)(4). Therasphere administered to the liver was multiple selective, similar (=1cm) through femoral artery, and (B)(4) dose vials were administered. On (B)(6)2024, same day post third therasphere administration, the subject was noted with nausea. Subject received treatment with zofran (4mg/as needed) as corrective treatment for the event.